Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call tac advised the customer to check his video output cabling and the monitor for possible causes. Tac went on to advise the customer to periodically transfer images from the internal buffer to prevent it from getting full. Trouble-shooting was unsuccessful, and the customer ultimately had to return the subject device for evaluation and possible repair. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was testing with multiple different olympus-test scopes, and all video output signals and images were present and normal. However, it was noted that the internal buffer was full and causing the unit to be unable to capture images with an e209 error code present. The internal buffer was reformatted and that corrected the error code issue. The unit was also noted to have up-to-date main switch and software. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not reading any scopes during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.